Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to a repair facility of olympus for investigation. As the result of investigation, it was found there were abnormalities, such as decrease of bending section angle, play in angulation mechanism, and missing glue of bending section and objection lens. However, the exact cause of the reported event could not be conclusively determined. There were no further details provided. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The subject device was returned to omsc for evaluation. As the evaluation is in progress, the exact cause of the reported event could not be conclusively determined at this time. There were scratch marks on the instrument channel at the bending section, but no other damages were observed. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that as a result of microbiological testing by the user facility, the subject device tested positive for unspecified microbes. The user facility did not provide other detailed information such as the number and the type of microbes. The device had been reprocessed with an olympus automated endoscope reprocessor model oer-2/3 (not available in the USA) using peracetic acid. There was no report of infection associated with this report.